Event description:
Baxa received a report regarding the baxa tpn software (tpn pc plus). The hospital reported that they had a pt that was started on tpn, initially using an adult template, since they felt that it would better address the needs of the pt. Later the medical staff switched back to the pediatric template. The order was created and compounded correctly. Over the weekend, the pharmacist doing the order entry received the order on an adult order form, but mistakenly used the pediatric template, which is based on per deciliter values. The adult order form expresses the values per liter, so the net result is a 10 times increase in the delivered dose. During the order entry, the pharmacist received numerous warnings from the tpn pc plus software, indicating that the dose was outside the allowable range, but in each case the pharmacist chose to override the warnings. A hospital nutritionist reviewed the order and also chose to override the system warning regarding the out of range order. The tpn order was delivered to the pt, who subsequently died of causes not provided to baxa. In no case did the hospital report that the software malfunctioned or failed to operate as designed.